Event description:
There was an allegation of a questionable high trigl(triglyceride) result from the cobas 6000 c501 module. The customer repeated the sample as the initial result was higher than the previous result in the patient's history. The initial result was 251.5 mg/dl and the repeat result was 100.0 mg/dl. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number was 778959. The expiration date was not provided. The field service engineer checked the springs of the sample probe, springs nozzles on the rinse station, water level in the rinse station, and water level in the cuvette which were all acceptable. He found a leak in the rinse tube and replaced the tube. Precision testing was performed and passed. The investigation found the service action resolved the issue.